Manufacturer narrative:
On (B)(6) 2021 , the customer found a buildup of a contaminate on the sample probe and cleaned it but the issue persisted. The customer also performed probe checks and air purges repeatedly and the issue persisted. The investigation determined that the last calibrations were performed on 16-jul-2021 and 30-jul-2021 and were acceptable. The qc was acceptable on the day of the event. However, the qc recovery showed the tp qc was unacceptable on 21-jul-2021. The hdl qc was unacceptable on 14-jul-2021, 20-jul-2021, and 21-jul-2021. The alarm trace contained multiple sample short and abnormal aspiration alarms on the day of the event near the time the samples were processed. This is an indication of poor sample quality. The field service engineer found gel on the sample probe, replaced it, and performed adjustments. He cleaned the gel from the wash station, replaced cuvettes, and performed a cell blank measurement and pressure check. The system was within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hdlc4 hdl-cholesterol plus 4th generation and tp2 total protein gen.2 results for three patient samples with the cobas 6000 c501 module. The reporter stated they were having issues with a sample sucking alarm which caused questionable results. Patient 2: ID (B)(6): the initial hdl result was 5 mg/dl. The repeated result was 52 mg/dl. Patient 3: ID (B)(6): the initial hdl result was 5 mg/dl. The repeated result was 63 mg/dl. Patient 4: ID (B)(6): the initial tp result was 0.6 g/dl. The repeated result was 7.4 g/dl. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The hdl reagent lot number was 466270. The tp reagent lot number was 525702. The expiration dates were requested but not provided.